Event description:
A healthcare professional reported that the infusion cannula that conducted the air, where there was the membrane, was blocked and the air did not flow. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).